Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was 330 mg/dl with moderate levels of ketones. The customer delivered a manual injection and consumed water to address bg and ketone level. During the time of the call, the customer confirmed all the supplies would be changed on the pump.